Manufacturer narrative:
(B)(4). The insulin pump was received with a minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, stained end cap sticker and broken battery tube threads. A test reservoir was installed but did not lock in place due to the broken reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the battery compartment was broken. The insulin pump will be returned for analysis.